Event description:
It was reported to philips that the system gave an alert indicating geometry movements were partly unavailable. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment/non-emergency treatment, and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and found that the geometry movements were partly unavailable. Review of the log file showed a malfunctioning geo-pc. Upon troubleshooting, fse found that there was a geo pc communication error. To resolve the issue, fse replaced the geo pc and installed the necessary geo pc software. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.